Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, while performing a total service call, the cse found that aspirate probe 4 was slow. The cse ordered pinch valve tubing and wash separation manifold. During a follow-up visit, the cse noticed excessive splatter under the aspirate and wash separation manifold. The cse reconnected the pinch valves for better operation, replaced the tubing for aspirate probe 4 and all probes from the preventive maintenance kit. The cse ran calibration and quality controls (qc), resulting within specification. The cause of the falsely elevated cardiac troponin I (tni-ultra) result obtained on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on an alternate advia instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.